Event description:
This pt reported removal of their device due to infection. Per dr's office, the entire system was removed due to mrsa infection in 2009, and has not been replaced. The system was discarded by the hospital. Associated device: lumax 340 vr-t, MDR: 1028232-2009-01041.